Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between the blood line and the heparin line. There was no damage noticed on either the blood line or the heparin line. The patient¿s estimated blood loss (ebl) was approximately 99ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was set up with new supplies and successfully completed treatment. The complaint device was saved and is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was received without its original package from the customer. During visual inspection, the red tee connector was noticed to be improperly assembled at arterial line. The sample was visually inspected. In addition, a leak test was performed to the sample arterial line by pressurizing with air to 15 psi for a period of ten minutes. The sample was submerged in water for the duration of the test and air bubbles or leaks were confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.